Event description:
The customer complained that the metal paddle plate from the adult paddle adapter had come loose and had fallen off the paddle adapter assembly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the paddle adapter, lot code 23689. The vendor increased the amount of adhesive on the metal plates to improve plate retention.